Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the shock was not delivered. According to the source notes, the device was outside use. No patient harm or impact was reported.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the shock was not delivered. The rse evaluated the device remotely. It was determined after performing an operational check, that no problems were observed and the device is fully functional. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, there was no evidence of a device malfunction. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The rse performed an operational check and confirmed the device is fully functional. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.